Manufacturer narrative:
The subject device was received and evaluated at service center olympus china. Device inspection found foreign matter in the device nozzle. Service repair noted the foreign matters found are substances similar to white crystal . Service also noted " it is preliminarily suspected that they are impurities in the water or crystals of the reprocess powder (the reprocess powder is used for disinfection of the reprocess tank) . As noted by the service repair, "the customer can carry out decontamination according to the correct procedure", and has notified the department to check the water supply pipeline system. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a gastroscopy procedure, the user found that the nozzle was blocked during use. The intended procedure however was completed with the same device. There was no patient impact or injury reported due to the event. No user injury reported. Device return inspection found foreign matter in the nozzle substances, similar to white crystals.

Manufacturer narrative:
Initial reporter (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Data provided by the customer contact established that the foreign material could be removed from the nozzle, and that consisted of "white crystals". The customer opined that they were impurities in the water or crystals of the reprocessing powder used for disinfection of the reprocess tank. Based upon this information, the cause was presumed to be the impurities contained in the water/residue of the sterilization agent, which remained in the nozzle due to insufficient rinsing of the detergent solution/sterilization agent, with which the nozzle then became clogged. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The IFU documents the following to decrease/prevent the suggested event: "after high-level disinfection, rinse the endoscope and all equipment according to the procedures described below. Use water of appropriate microbiological quality. Once removed from disinfectant solution, the instrument must be thoroughly rinsed with sterile water to remove any residual disinfectant. If sterile water is not available, fresh, potable tap water or water that has been processed (e.g., filtered) to improve its microbiological quality may be used with 70% ethyl or isopropyl alcohol rinse." Olympus will continue to monitor field performance for this device.